Manufacturer narrative:
The returned device was evaluated and performed as designed.the investigation found no evidence of damage or defects that would contribute to the reported abscess experienced by the user. The root cause for the infected area could not be conclusively attributed to any pod component. The pod was found to have completed sterility within specification. On 12/28/2017 - additional information obtained: updated - describe event or problem: a cream was provided for the abscess.

Event description:
A cream was provided for the abscess.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's abscess. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
On (B)(6) 2017, the patient experienced an abscess and sought treatment from a doctor. The pod was worn between 36 and 48 hours. The treatment provided and pod site are unknown.